Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure when suturing down the suture sleeve, the suture sleeve tore in the latitudinal direction as the suture was tightened. The physician sutured on a different part of the suture sleeve. Patient was stable before, during and after the procedure.